Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software 9733686, lot: version: 2.0.1. Additional information noted that there were no parts replaced and the system was operational. No software analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that during a minimally invasive lumber t10-l3 procedure, they were inaccurate. Overall, they took their spin and confirmed their accuracy, tapped all of their levels, but when proceeding to drill, they noticed that they were inaccurate by 5 mm (direction unknown). They decided to bring in another navigation system and took another imaging spin and were able to continue with no issues. There was a delay of less than an hour and there was no patient impact.